Event description:
It was reported that during use upon boot up, the cardiosave intra-aortic balloon pump (iabp) end user reported error messages "iabp may require maintenance" & "power up fault code # 14" . There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated verified power up fault code # 14 (prior compressor failure etf) upon boot up. A new scroll compressor was installed. Drive regulators calibrated and compressor performance testing was performed. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Tidal volume disk replaced. 9v daughter board battery & quick disconnect o-ring replaced. Unit returned to customer and cleared for customer use. No patient involvement. The failure analysis and testing dept. Received with a reported unit failure of a fault code 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department." The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).